Manufacturer narrative:
The received device had the cannula assembly fully deployed. The download data showed an 0x4e saw trim out of spec alarm. The device was connected to a master pdm and a 5u test bolus was delivered without issue; a root cause for the alarm could not be determined. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was bent. It could not be determined when this damage occurred. The adhesive pad welds were found to be incorrectly installed on the bottom housing. No other defects were found during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's personal diabetes monitor (pdm) read "high" indicating that blood glucose levels rose to over 500 mg/dl while wearing the pod. When removed from the infusion site, the pod's cannula was found bent. Additional method of treatment was not provided.